Manufacturer narrative:
D10: (B)(6), 02-010-03-0230 - logic cr femoral cem, left, sz 3, (B)(6), 200-05-26 - inset patella 26mm, (B)(6), 02-012-49-3009. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01200. The revision reported was likely the result of high in-vivo forces and instability of the knee that allowed for excessive posterior and medial contact leading to full-thickness wear of the polyethylene tibial insert and subsequent wear of the tibial tray. A contributing factor to the wear seen on the returned tibial insert may have been result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #1 of 2 for this event. It was reported a patient underwent a left total knee arthroplasty. Subsequently, the patient experienced pain, stiffness, and swelling. As a result, approximately five (5) later the patient underwent a left total knee revision procedure due to prosthesis wear. An operative report was provided. Intraoperatively, scar tissue was observed and was debrided. The tibial insert was noted to be significantly worn with full thickness loss of polyethylene substance. The tibial and femoral components were noted to be well fixed. The patella component was noted to be worn of the polyethylene. The patient was reported to have tolerated the procedure well. No further patient impact was reported. Pre-operative x-rays were provided. The explants were received for evaluation. No additional information is available.